Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set leaked around the spike. This was observed after a smof bag was spiked and the tubing was primed. There was difficulty inserting the spike far enough to get the leaking to stop. There was no report of patient injury or medical intervention associated with this event. No additional information is available.